Event description:
The user facility reported the lid to their innowave pcf sonic irrigator fell on an employee's hand while loading a tray into the unit. Medical treatment was sought, however it is unknown if any medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the innowave pcf sonic irrigator and found the gas strut was losing the pressure needed to hold the lid open and required replacement. The technician replaced the gas strut and repaired the lid assembly, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.